Manufacturer narrative:
The ra lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the insulation became breached after it was inserted into the patient's heart. As a result, the ra lead was extracted and successfully replaced to complete the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was severed 35.5 cm from the terminal pin and only the proximal segment was returned. Visual inspection noted damage in the insulation and deformation of the conductor coils 18.5 cm from the terminal pin. This type of damage is indicative of the lead body being handled with a grasping tool. Laboratory analysis confirmed the damage to the lead body was induced during the implant procedure.